Event description:
It was reported to covidien on (B)(6) 2012. That a customer had an issue with tumescent infiltration pump. The customer states that when they press on the foot peddle, the pump does not start. Customer states that they placed the tubing from the left to right of the bracket that holds the tubing and pumps fluid to the end of the tubing.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.